Event description:
Customer stated that they believe that sedation medication infusing through an extension set filter did not reach the pt because several boluses were delivered without effect. The pt was febrile, agitated and tachycardic with an elevated lactate. Versed and dilaudid (bolus volumes 0.2-0.4 mls) were going through one filter. The set was connected with multiple tri-port extensions which were attached to the filter connected closest to the pt. No occlusion alarms were noted during the infusions. The customer had originally reported that when the filter was removed from the line, the effects of the sedation reached the pt too quickly, but later stated that after removal of the filter the pt returned to baseline. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.